Event description:
Territory mgr reports pump is resetting itself without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. It was determined that there was an intermittent loss of contact between the battery cap and the pump case.

Manufacturer narrative:
Follow-up #1 date of submission 12/13/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/06/2016 with the following findings: a review of the pump histories did not find any activity related to the complaint; there was no data in the pump histories from the time of the reported issue due to continued pump use. Visual inspection revealed that the battery cap and battery compartment were intact and the cap was able to secure properly. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power interruptions occurring. The complaint could not be duplicated on investigation.